Event description:
The patient never had therapy benefit from the pump. The patient thought he felt relief during the trial. At implant, the pump was filled with morphine then later changed to dilaudid. They had continued to increase the dilaudid,but it had not helped the effectiveness of the therapy. The patient was having side effects from dilaudid of dizziness and nausea which had been discussed with the doctor. On (B)(6) 2015, the doctor did an MRI of the catheter, but it was difficult to see. The doctor suspected that the catheter had come loose. The patient had a bubble on his back at the catheter. The doctor recommended that a pain stimulation device be implanted since the pump was not working for the patient¿s pain. The patient¿s friend/family member had heard from two 2 different doctors that the pump therapy would not help the patient¿s pain in his hip and she heard from another doctor that said the pump should help the pain in patient¿s hip. The patient¿s ¿catheter was implanted just at the ribcage, so was told he should get pain relief in areas below the ribcage but patient is not getting pain relief¿. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).